Event description:
Caller reported a cartridge alarm issue but was able to successfully load a cartridge and resume insulin therapy, resolving the issue. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.